Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR# 9610726-2012-00018.

Event description:
It was reported that, "the pt was brought to surgery for a poly exchange with lysis of adhesions. Upon inspection of the implants it was noted that both the femoral and tibial components were grossly loose. Surgeon stated that the pt's ra had eroded the bone under the cement bone interface causing the components to come loose. The cement was still attached to the implants. The pt's knee was then revised and implanted with triathlon ts components."